Event description:
Additional information received indicate surgical intervention occurred, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: d6b explant date submitted in the initial report should not have been submitted. The correct explant date has been added to d6b with this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention may occur to address the issue.